Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: prior to attempts with the graftmaster stents, the patient was arresting and cardiopulmonary resuscitation (CPR) was in progress. The patient died while still in the cath lab. The death was caused by the perforation and resulting tamponade. Per the physician, the graftmaster stents did not cause the patient death, but the inability to seal the perforation contributed to the death. There was no additional information provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death - estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other graftmaster stent referenced is filed under a separate medwatch report.

Event description:
It was reported that a perforation occurred from an unspecified device. Two graftmaster stents were implanted, but the perforation failed to seal. Sometime later, the patient expired. No additional information was provided.